Event description:
It was reported that (6) devices were used during a laparoscopic nissen fundoplication. It was reported by the affiliate that after approximately three hours, all seals on the disposable 512sd trocars tore. The case was extended 45 minutes.